Event description:
During a ptca treatment procedure, the ultra-thin diamond balloon became lodged in the introducer sheath when being removed from the pt. The pt was asymptomatic during this event. The physician used a 7 fr pinnacle introducer sheath for vascular access, and a .035 guidewire to cross the lesion. The lesion being treated was in an atrioventricular fistula.the ultra-thin diamond balloon was inflated one time to 15atms. As the physician pulled the ultra-thin balloon through the sheath, the shaft broke resulting in complete separation with a portion of the balloon remaining in the sheath. The physician was able to remove the ultra-thin balloon along with the sheath without difficulty, and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reproted as 'good'.